Event description:
Pt received overinfusion of phenylephrine solution. Up to 150ml of solution infused during surgery and post-op transport while pump was turned off. Result was hypertension and bleeding of pt which required add'l surgery. Pump was tested by hosp's technicians and problem was confirmed. Problem was due to old tubing segment lodged in pumping chamber, which interfered with proper operation of pump.